Manufacturer narrative:
(B)(4) final report . Additional information, including date of primary surgery, date of revision, confirmation on which of the other corin devices were revised, whether the patient experienced any slips / falls or other trauma post primary surgery, when was the fractured liner identified, whether the patient had presented with any post-op complications that led to the identification of the fractured liner, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no deviation in process or product non-conformity that could have caused or contributed to this event. Based on the available information, the root cause of the reported liner fracture could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including date of primary surgery, date of revision, confirmation on which of the other corin devices were revised, whether the patient experienced any slips / falls or other trauma post primary surgery, when was the fractured liner identified, whether the patient had presented with any post-op complications that led to the identification of the fractured liner, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision the biolox delta ceramic liner and head (unknown whether the cup and stem were revised) due to fracture of the liner. Please note: the reported trinity biolox delta ceramic liner is not cleared for sale / distribution in the USA and this event occurred outside of the USA.